Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not work when the cartridge was installed and it was not able to fire, the surgeon was unable to squeeze the handle same cartridge was tried with a different device and it worked. The device was replaced with a new one to complete the case. There was no patient injury.